Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion service technician was able to duplicate "internal battery not holding a charge". Bench testing reveals a solid red charge status led, due to a fully depleted battery. Ventilators internal battery voltage output reads 2.2v. Service technician installed a good known test internal battery. The charge status led turned green after few minutes of charging. Ventilator then passed 40 min battery duration test from ltv service manual. Internal inspection does not reveal any abnormalities with the ventilator. Internal battery replaced.

Event description:
Customer stated that model lap top ventilator 950 internal battery is not holding a charge. Upon further investigation, the customer stated that there was patient involvement but that no harm or injury occurred.